Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] . She was using the heatwraps directly on her skin all day / denied checking her skin under the heatwrap during use [device use error], a red burn at her lower back/ blister/ it was a burn [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. An approximately 79-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for osteoarthritis pain in lower back. Medical history included rheumatoid arthritis and sensitive skin. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported at first she was using the heatwraps directly on her skin all day and the adhesive stuck very well, but then one day about 2 to 3 years ago she experienced a burn on her lower back. She stated it was a red burn at her lower back but did not remember the burn's classification. The patient denied checking her skin under the heatwrap during use. She then read on the packaging that it was not recommended to wear the heatwraps directly on your skin when you were 55 years of age and older and so she has since been wearing them over her panties. She stated the adhesive does not stick very well to her panties as it did her skin. In addition, the first heatwrap she most recently applied did not heat up. The patient reported she tried another heatwrap from that box and it worked. The patient no longer has the device or packaging from the heatwrap used resulting in the burn to provide any further details. She mentioned she consulted a dermatologist as a result of the burn but did not remember if she was instructed to do anything about the burn. The patient assessed her skin tone as very light or fair. She reported having sensitive skin but denied having any abnormal skin conditions. The patient indicated she is currently under the care of a physician, a spine doctor, for her osteoarthritis. She stated that she had rheumatoid arthritis, but that went away and it is now just osteoarthritis. She had previously used other heat products for pain relief and experienced no adverse effects. The patient did not sleep while wearing the heatwraps. She stated she did engage in exercise while wearing the heatwraps but could not provide further details. As of (B)(6) 2017, the patient reported she purchased red box. There was some products remaining. She used 1 heatwrap each day. She used thermacare 8 hours per day. She had previously used thermacare for years. She did not experience the same problem/ symptoms experience during previous use. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She wore 1 heatwrap each day 8hrs. She engaged in exercise while using the product. The activity was lifting weights- aerobics 2hrs. She did not read the usage instructions on thermacare before she used the product. She did not take any medications during the time the problem/symptom was experienced. She should have read the part about people over 50. Now, she wore the red over her panties. She saw the blister. Her daughter in law took a photo. Sent to her dermatologist. She told me it was a burn & not to put it on my skin. Recommendation was given not to put heat wrap directly on skin. Action taken with the suspect product was unknown. The patient forgot if any treatment was initiated and stated that it just went away on its own. Clinical outcome of the event was resolved on an unspecified date. According to product quality complaint group, this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow up (01aug2017): new information received from a contactable consumer included: new events (blister). Follow-up (12feb2019): follow-up attempts are completed. No further information is expected. Follow-up (06may2020): new information received from a product quality complaint group included: investigation result. No follow up attempts possible. No further information is expected.

Event description:
Event verbatim [preferred term] a red burn at her lower back [thermal burn], blister [blister], did not check the skin under the heatwrap during use [intentional device misuse], she was using the heatwraps directly on her skin all day / engaged in exercise while using the product, lifting weights- aerobics 2hrs [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. An approximately (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for osteoarthritis pain in lower back. Medical history included rheumatoid arthritis from an unknown date and unknown if ongoing and sensitive skin from an unknown date and ongoing. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported at first she was using the heatwraps directly on her skin all day and the adhesive stuck very well, but then one day about 2 to 3 years ago she experienced a burn on her lower back. She stated it was a red burn at her lower back but did not remember the burn's classification. The patient denied checking her skin under the heatwrap during use. She then read on the packaging that it was not recommended to wear the heatwraps directly on your skin when you were 55 years of age and older and so she has since been wearing them over her panties. She stated the adhesive does not stick very well to her panties as it did her skin. In addition, the first heatwrap she most recently applied did not heat up. The patient reported she tried another heatwrap from that box and it worked. The patient no longer has the device or packaging from the heatwrap used resulting in the burn to provide any further details. She mentioned she consulted a dermatologist as a result of the burn but did not remember if she was instructed to do anything about the burn. The patient assessed her skin tone as very light or fair. She reported having sensitive skin but denied having any abnormal skin conditions. The patient indicated she is currently under the care of a physician, a spine doctor, for her osteoarthritis. She stated that she had rheumatoid arthritis, but that went away and it is now just osteoarthritis. She had previously used other heat products for pain relief and experienced no adverse effects. The patient did not sleep while wearing the heatwraps. She stated she did engage in exercise while wearing the heatwraps but could not provide further details. As of (B)(6) 2017, the patient reported she purchased red box. There was some products remaining. She used 1 heatwrap each day. She used thermacare 8 hours per day. She had previously used thermacare for years. She did not experience the same problem/ symptoms experience during previous use. She was wearing several layers of clothing over the thermacare product. She attached the adhesive to body. She wore 1 heatwrap each day- 8hrs. She engaged in exercise while using the product. The activity was lifting weights- aerobics 2hrs. She did not read the usage instructions on thermacare before she used the product. She did not take any medications during the time the problem/symptom was experienced. She should have read the part about people over 50. Now, she wore the red over her panties. She saw the blister. Her daughter in law took a photo. Sent to her dermatologist. She told me it was a burn & not to put it on my skin. Recommendation was given not to put heat wrap directly on skin. Action taken with the suspect product was unknown. The patient forgot if any treatment was initiated and stated that it just went away on its own. Clinical outcome of the event was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow up (01aug2017): new information received from a contactable consumer included: new events (blister). Company clinical evaluation comment: based on the information provided, the events of thermal burn, blister, intentional device misuse and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn, blister, intentional device misuse and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.